Event description:
It was reported that the patient was brought in the emergency department for a ventricular fibrillation (vf) episode. The patient received several inappropriate shocks and anti-tachycardia pacing (atp). Review of the electrograms revealed noise, undersensing, high capture threshold, and varying low impedance. The patient was stable.